Manufacturer narrative:
Additional information received. A correlation between the device and the reported event could not be determined. The patient was discharged home a week after admission as no neurological issues were observed. The patient remains ongoing on vad support with no further events reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating that the patient was discharged home one week after the event. The CT scan was normal and no neurological issue was observed.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 8 months post implant, it was reported that the pt was admitted into a local cardiology unit as the pt suffered from a "fit" and the pt was unresponsive. At the time of admission, the pt's international normalized ratio (inr) was 1.35. The pt was monitored at the local hosp and approximately 2 days later the pt was transferred to the (B)(4). The pt was reported to be awake but confused and a CT scan is scheduled.